Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced ¿nasal itchiness and stuffed nose¿ with a revaclear 300 set during hemodialysis therapy. The reporter assumed the patient was allergic to the revaclear set. The patient was treated with dexamethasone (not further specified). No additional information is available.